Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4, and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access hstni reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. No other patient results were called into question. There were no hardware errors or issues with other assays reported in conjunction with this event. Calibration passed on (B)(6)2024 with reagent lot 472162 and calibrator lot 439322. Quality controls (qc) were passing within the laboratory¿s established ranges on (B)(6)2024. System check passed on (B)(6)2024. Per customer verbal report, 10,000 tests maintenance of the instrument was completed on (B)(6)2024. No issues with samples integrity were reported by the customer. The samples were collected on serum separator tubes (sst). Per customer verbal report, the samples were clotted for at least 30 minutes. They were centrifuged for 5.5 minutes at 4,400 rpm. In conclusion, a cause for the erroneously elevated hstni results cannot be determined with the provided information. There is insufficient evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6)2024 the customer reported one, non-repeatable, erroneously elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 472162) patient result was generated on the customer's dxi 800 access immunoassay w/spot b analyzer (part number a71456 and serial number (B)(6)). The following results were obtained with three different samples from the same patient: - sample 1 received at 03:13 pm: initial result: 405 ng/l on (B)(6)2024. The result was reported out of the laboratory. The patient was treated with acute coronary syndrome medication (medication name unknown) based upon the initial access result. The result was questioned by the physician and then amended. Repeated result (after a new centrifugation of the sample): 2 ng/l on (B)(6)2024. - sample 2 collected at 06:40 pm and received at 06:53 pm: initial result: 3 ng/l on (B)(6)2024. Repeated result: 3 ng/l. - sample 3 collected at 09:40 pm and received at 10:00 pm: result: 4 ng/l on (B)(6)2024. Repeated result: 3 ng/l. The patient was treated with acute coronary syndrome medication, however the exact details of the medication or affect to the patient were not provided. There was no report of death or serious injury to the patient caused by this event. There were no hardware errors or issues with other assays reported in conjunction with this event. Calibration passed on (B)(6)2024 with reagent lot 472162 and calibrator lot 439322. Quality controls (qc) were passing within the laboratory¿s established ranges on (B)(6)2024. System check passed on (B)(6)2024. Per customer verbal report, 10,000 tests maintenance of the instrument was completed on (B)(6)2024. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior to the questioned result. No issues with samples integrity were reported by the customer. The samples were collected on serum separator tubes (sst). Per customer verbal report, the samples were clotted for at least 30 minutes. They were centrifuged for 5.5 minutes at 4,400 rpm.